Event description:
Boston scientific crm received information that this left ventricular lead exhibited impedance measurements greater than 2000 ohms. As a result, a lead fracture was suspected. No adverse patient effects were noted.

Manufacturer narrative:
This lead was abandoned, therefore boston scientific crm will be unable to perform analysis on this lead. Should it be returned, or if additional information becomes available, this event will be updated.

Manufacturer narrative:
This lead remains implanted. No additional information is available at this time. If additional information becomes available, this report will be updated.

Event description:
Information was later received that five months later, the patient passed away. There were no allegations that the device or leads caused or contributed to the patient's death.